Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the insulin gauge jumped from 170 units to 70 units within a few hours. The insulin gauge then dropped to 10 units. In addition, the pump battery gauge jumped from 95% to 100% without being connected to a power source. Customer reported blood glucose level was 215 (mg/dl). During troubleshooting with tandem technical support, the same cartridge was reloaded onto the pump and the customer received an accurate fill estimate.